Event description:
Pt called lfs and alleged that the meter would not power on. The pt was unable to test on the meter for a month. Pt takes a set amount of glyburide, avandia, and precose. Pt continued to take these medications when unable to test. Approx one month after testing the pt began to have stomach pain and pt felt like they were going to pass out. Pt did not attempt to test on their meter. Pt was taken to the hosp and their blood sugar result was 31 mg/dl. Pt was treated with IV glucose. The pt replaced the battery with a new and the meter still would not power on. Based on the information provided, there is evidence of a meter malfunction. There is also evidence that the meter may have contributed to the serious injury. The pt continued to take their oral medications without knowing where their blood sugar level was. This, in turn, may have led to the hypoglycemic event. The meter is being replaced for the pt. No further information has been reported.